Manufacturer narrative:
To date, the involved device has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
A consignment unit was delivered to the hospital by sales rep. It has been reported that the aspiration on the equipment did not work properly when connected. The handpiece also presented with problems. The surgeon performed the frontal lobe tumor removal procedure using surgical instruments and or aspiration since the selector was not functioning properly. The surgery went well and there was no impact to the pt.